Event description:
As reported: "pt. Presented with mid-flexion instability. Opted to revise the femur component and insert option, leaving the tibial-baseplate component in-situ." Right knee. A cr femoral component and cs insert were revised to a ts femoral component with stem, extender, and augments, and a ts insert. Rep provided revision usage sheet. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.